Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream occlusion does not reset which was reproduced. The reported condition was verified. The cause was determined to be downstream tubing guide was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that the downstream occlusion does not reset. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.